Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for a 9-year-old female patient sample. The following data was provided (customer¿s reference range </=0.026 ug/l): on (B)(6) 2026 initial result = 0.363 ug/l. Ldh result was slightly elevated. On (B)(6), troponin result = 0.341 ug/l, and ldh level had returned to normal. On (B)(6), troponin result = 0.329 ug/l, on (B)(6) 2026 troponin result = 0.314 ug/l. Troponin levels were normal when tested on the johnson & johnson platform = <0.012 ug/l. (Reference range: =0.030 ug/l). Sample was tested at another hospital, on siemens platform and result = <0.002 ug/l. (Reference range: =0.034 ug/l). On (B)(6), the client retested the sample from on (B)(6). The retest result was 0.292 ug/l. The sample was then treated with peg precipitation, and the result of the treated sample was 0.000 ug/l. Electrocardiogram result was normal. The patient was admitted to the hospital for a recurrent fever and was diagnosed with influenza b. It was suspected that patient had influenza induced myocarditis due to the viral infection. The patient received antiviral and anti-inflammatory treatments for influenza b. The treatment received for myocarditis consisted of continuous ECG and oxygen saturation monitoring. Supportive care received included vitamin c injections and coenzyme q10 to nourish the myocardium. There was no report of patient harm due to the treatment received and no additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 3p25, that has a similar product distributed in the us, list number: 2r98, and a 510k/PMA/bla number: k191595.